Event description:
The customer reported a speaker failure. No patient harm was reported.

Manufacturer narrative:
Contact office correction: (B)(4).

Event description:
The customer reported a defective loud-speaker. No patient harm was reported.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.